Manufacturer narrative:
509252 lead, implanted: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing, and far field t-wave oversensing. The patient also stated that they felt their implantable pulse generator (ipg) vibrate. The lead and device remain in use. No further patient complications have been reported as a result of this event.